Event description:
As reported by the clinical specialist, following deployment of a 23mm sapien valve, moderate paravalvular leak (pvl) and moderate central aortic insufficiency (cai) were noted on tee. The sapien valve was post dilated with 1cc of contrast added to the syringe. Post dilatation the pvl was reduced to mild but the cai had worsened. A second 23mm sapien valve was then deployed within the first valve. The patient's hemodynamics remained stable between the first and second valve deployments. Post deployment of second sapien valve, tee showed trivial pvl and no cai. The patient was extubated and taken to the intensive care unit. Additional investigation revealed the following: the native aortic valve was severely calcified. The initial sapien valve was positioned and implanted 50:50 across the native aortic annulus. During valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and there was no loss of pacing capture.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Factors that could cause central regurgitation include over expansion or asymmetrical deployment of the delivery balloon, and inadequate coaptation of prosthesis leaflets. In the absence of imaging from the procedure, the root cause of the reported moderate cai and moderate pvl cannot be confirmed. It was reported that the sapien valve was positioned and deployed correctly. Additionally, there was reported severe aortic root / valve calcification which may have contributed to the moderate pvl on initial valve deployment. A post-dilation of the valve was performed and decreased the pvl but this resulted in increased cai requiring a valve in valve. The cai and pvl were mitigated by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.